Event description:
The user alleges that the nurse reported having one event involving an endotracheal tube holder, with a mallinckrodt tracheal tube, and the patient extubated the tracheal tube. The patient reintubated and there was no patient compromise.